Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too often. The rep stated that they were charging every other day and they used to charge every 5-6 days. It was noted the patient had a fall which could have been related to the issue. The caller stated that the issue started to occur 3 months after the fall. The rep reported the charging level on the patient programmer and the recharger had been inconsistent. Recharging statistics were obtained and it was reviewed that the patient was not charging enough time as the ins was usually at 25%. The caller requested a replacement recharger but had disconnected the call. No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) regarding the patient. The rep reported that the issue of the inconsistent charging level was likely caused by the patient not committing enough time during recharge sessions. The patient was to charge longer until full. No further complications were reported. Additional information was received from the patient. The patient reported that in (B)(6) 2017 she told a manufacturer¿s representative (rep) ¿that its not working, it¿s not charging completely and the charge only lasts about a day and a half and I understand I have it up to 8 and I¿m using more so I understand that.¿ the patient reported that this had been happening since (B)(6) 2017 ¿when my back stimulator quit working and it said to charge it and it said to call the doctor so I went to the doctor and they said that supposedly I went through a magnetic field, but I don't think I did and its been since then that its acting weird and the battery only lasts a day or a day and a half. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's son called in and stated the patient's ins stopped working because it was "over charged or under charged". The caller stated he thinks it has been a year since the ins was working. The caller stated the ins will be replaced sometime next week. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and patient. The rep reported that the patient explained that about 2 years ago, their battery was not holding a charge like it was prior to that. The rep stated that the patient works long hours and is unable to keep up with the recharge burden. The patient was seen on the day of the report because of pain, however, the patient indicated that they were in pain because they have been unable to recharge since december. The ins was confirmed to be in overdischarge. The rep performed a physician mode reset and recharged the ins to 25% in order to check impedances. Impedances were normal. It was noted that the patient was having their ins replaced due to the recharging burden. The ins was to be returned for analysis. No further complications were reported or anticipated.